Manufacturer narrative:
It was reported by the customer that she was sitting on the device and the right front wheel snapped off resulting in the customer dropping to the floor. The customer stated that she called the paramedics and went to the emergency room because she "had bones sticking out of my arm towards my wrist". The customer stated that the doctors told her that she had a lower arm fracture on her right arm and her elbow was dislocated so they had to set her elbow, put her arm in a metal splint and referred her to an ortho specialist for further evaluation. The device has not been returned to the manufacturer for evaluation at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported that they were sitting on the rollator and the left front wheel snapped. The customer stated that they fell backwards and reportedly broke their right arm and dislocated the right elbow.